Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that some of" the nurses are reporting residual volume (20- 25ml) left in the IV bag in which they are unable to infuse. Seems to be problematic when there is little or no air left in the IV bag after pharmacy prep".

Manufacturer narrative:
Correction: initial reporter address.